Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and cgm error did not appear again after reset, with no additional actions documented.